Event description:
While the physician was using the harmonic curved shears scalpel with the focus handpiece, he/she noticed that the handpiece was burning the plastic on the tissue pads of the handpiece. Another handpiece was opened to finish the case. The manufacturer provided an rga number for return and evaluation, and provided a shipping container.